Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed; the nozzle had foreign material attached. Additional device evaluation findings were as follows: due to clogging of the nozzle the water removal ability did not meet the standard value, due to clogging of the nozzle the water supply volume did not meet the standard value, due to clogging of the nozzle the air supply volume did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the light guide lens had discoloration, the lock engagement lever and knob both had a scratch, the right/left and up/down knobs both had a scratch, the switch box had a scratch, the scope connector had a scratch, the plastic distal end cover had a scratch, the scope connector was damaged, the control unit had a scratch and discoloration, the adhesive on the bending section cover rubber had a chip, the suction cylinder was shaved, the connecting tube had a scratch, the objective lens had discoloration, the scope connector cover unit had a scratch, the suction cover had a scratch, the distal end had corrosion, the universal cord had a scratch, and the grip had a scratch. The customer cleaned, disinfected, and sterilized the device. The customer flushed the air/water nozzle with air/water and detergent with no reported delays and no reported abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope air and water supply was weak, and the nozzle was clogged. The issue was observed during routine maintenance and there was no patient or user harm associated with this event.

Manufacturer narrative:
"This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device. "